Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. When the subject device was returned to the manufacturer it was found that the core wire of the guidewire was fractured. The manufacturer judged this was a reportable case since possibility that the guidewire fragment could have left in the patient could not be excluded in case of recurrence. Therefore, the date the manufacturer became aware of this reportable incident was considered the date the subject device returned to the manufacturer. The returned guidewire had its coil wire elongated distal to the middle solder (designed to be at 45mm from the tip). Proximal to the middle solder, the coil wire was also unraveled due to focally accumulated torsion. At approximately 40mm distal to the middle solder, the core wire was fractured. The core wire fracture was observed under a microscope. It revealed that the core wire had a flat fracture surface and had spiral marks on the shaft. These findings suggested the core wire was fractured due to accumulated torsion. When the distal portion of the coil wire was observed, the tip was found on the distal end of the guidewire so that it concluded the coil wire remained in one piece. Elongation of the coil wire started at approximately 35mm from the tip. The coil wire was removed to observe the inner coil wire underneath. The pitch of the inner coil wire was widened but it was not fractured. The inner coil wire was removed to observe the core wire. The core wire was fractured at approximately 5mm from the tip. The distal side of the core wire fracture also showed spiral marks on the shaft and a flat fracture surface due to excessive torsion just as seen on the proximal side. It was concluded that all pieces of the guidewire was returned to the manufacturer based on the above findings. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and the investigation outcome, it is presumed focally accumulated torsion that exceeded the product's design limit was inadvertently applied while the guidewire tip was trapped by the cto lesion. The coil wire was assumed to be elongated along removal of the guidewire from the vessel. There was no indication of product deficiency. The IFU states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
The user facility reported to the manufacturer via distributor that there was a problem with the suspect guidewire during pci to treat a cto lesion in the rca. Reportedly, there was no health impact on the patient.